Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on an unreported date in (B)(6) 2023, reported as "over the past two weeks." G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system nitroglycerin sets leaked around the priming chamber where the line was connected. The issue occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.